Manufacturer narrative:
Section a2, a3, a3b, a4 and a5: unknown/ asked but not available. Section d6a: if implanted, give date: not applicable, as there was no patient contact with the product. Section d6b: if explanted, give date: not applicable, as there was no patient contact with the product. Device evaluation: product testing could not be performed since the device was not returned for evaluation. Therefore, the reported issue could not be verified, and product quality deficiency could not be determined. Manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specification. A search of complaints related to this production order (po) was performed. The search revealed that no additional complaints were received for this po. No escalation required. Conclusion: a product deficiency has not been identified; therefore, no additional corrective actions have been initiated. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that there was a slight defect in the inserter of the preloaded intraocular lens (iol) that would not allow the tip of the inserter to enter the patient's eye to inject the iol. Account indicated that the issue was noticed during implantation/application. The iol was unable to be inserted due to the defect on the cartridge tip. The slight defect in the inserter was a small plastic burr on the end of the cartridge. The procedure was completed with a non johnson and johnson lens. No further information provided.

Manufacturer narrative:
Section d9: device available for evaluation: yes. Section d9: returned to manufacturer on: 08/15/2024. Section h3: device evaluated by manufacturer: yes. Device evaluation: visual inspection was performed on the suspect product and found the cartridge tip was damaged and a lens was stuck in the cartridge with the leading haptic unfolded. The lens module was inspected, and no viscoelastic residue was identified however damage to the attachment points was identified. Additionally, the plunger rod was bent into the lens module suggesting the device was disassembled. The rear haptic was also unfolded. The plunger rod advancement was inspected, and no resistance was felt. The lens was removed and cleaned presenting with no issues. No further evaluation was performed. Manufacturing record evaluation: based on the manufacturing records review, and historical complaint review, there is no indication of a product malfunction or product quality deficiency. Conclusion: the complaint issue cartridge tip cracked/damaged was identified during product evaluation; however, based on the complaint investigation results the complaint issue could not be confirmed to be related to the manufacturing or design process. Therefore, there is no indication of a product deficiency or product malfunction. Based on the complaint investigation results, the product was released within specifications. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.